Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2010, reporter states an optiray 320, 50 ml prefilled power injector syringe was being used in the illumena injector system at room temperature. They do not use contrast warmers. Injection parameters set were 20 ml/sec for 40 ml volume with a 0.3 rise and 750 psi. Hp tubing (unk mfg) connected to 6 french catheter; no manifold in pathway. The syringe failed within the pressure sleeve from cone to base, spraying contrast onto the sterile field; no person sprayed. No injury reported.